Event description:
A customer reported to baxter (B)(4) a clearlink duo-vent continu-flo set in which a piece of the spike was found floating in the attached bag of ceftriaxone. According to the report, the nurse was priming the administration set when she noticed a little white piece of matter floating the bag. The reporter believes that a small piece of the spiked cracked off when the bag was being spiked. There was no report of patient/user involvement, injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample arrived spiked a full 50ml 1g ceftriaxone solution bag( product code, (B)(4)). Visual inspection of the solution bag revealed that there was a white particle floating in the solution. The spike was pulled from the bag port and a visual inspection revealed that the spike tip was broken off. Therefore, the reported condition was confirmed. The spike is provided by a supplier; hence supplier was notified. An assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample arrived spiked a full 50ml 1g ceftriaxone solution bag( product code, (B)(4)). Visual inspection of the solution bag revealed that there was a white particle floating in the solution. The spike was pulled from the bag port and a visual inspection revealed that the spike tip was broken off. Therefore, the reported condition was confirmed. The spike is provided by a supplier; hence supplier was notified. An assignable root cause could not be determined.